Event description:
It was reported that oversensing of noise was observed on both the right atrial (ra) and right ventricular (rv) leads. Additionally, pacing inhibition occurred with 1.5 seconds of asystole. It was noted that the patient is pacer dependent and is 21% ra paced and 98% rv paced and has a slow underlying rhythm. There was no indication that the patient experienced any symptoms of light headedness or syncope. Both lead measurements are stable and within normal limits. This pacemaker remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that oversensing of noise was observed on both the right atrial (ra) and right ventricular (rv) leads. Additionally, pacing inhibition occurred with 1.5 seconds of asystole. It was noted that the patient is pacer dependent and is 21% ra paced and 98% rv paced and has a slow underlying rhythm. There was no indication that the patient experienced any symptoms of light headedness or syncope. Both lead measurements are stable and within normal limits. This pacemaker remains implanted and in service. No adverse patient effects were reported. Additional information: field reports indicate that the patient's pacemaker is scheduled for a check-up in september. The physician has decided to make no alterations at this time concerning the clinical observation of noise.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Investigations results: based on available information and evaluation of the device, boston scientific cannot confirm the clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The baseline testing completed on the device found no failing conditions. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of brady pacing not delivered when required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that oversensing of noise was observed on both the right atrial (ra) and right ventricular (rv) leads. Additionally, pacing inhibition occurred with 1.5 seconds of asystole. It was noted that the patient is pacer dependent and is 21% ra paced and 98% rv paced and has a slow underlying rhythm. There was no indication that the patient experienced any symptoms of light headedness or syncope. Both lead measurements are stable and within normal limits. This pacemaker remains implanted and in service. No adverse patient effects were reported. Additional information received advised the noise on the ra and rv lead is seen when the patient moves the left shoulder and subclavian crush syndrome is suspected. The physician noted they are not able to program around this. The sensing is fixed at 10mv (millivolts). The lead trends look stable over the past year, and the patient is asymptomatic to the brief noise episodes. The battery longevity is less than three months and will discuss if new leads will be implanted when the lead revision is scheduled. At this time, the device and both leads remain in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced. It was noted the ra and rv leads were not replaced, even though the follow-up physician requested a new ventricular lead to be implanted. Additional information received advised there was noise observed on the ra and rv channels on the newly implanted device. The physician advised there are no plans to revise either lead at this time. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported. The product has been returned for analysis.

Event description:
It was reported that oversensing of noise was observed on both the right atrial (ra) and right ventricular (rv) leads. Additionally, pacing inhibition occurred with 1.5 seconds of asystole. It was noted that the patient is pacer dependent and is 21% ra paced and 98% rv paced and has a slow underlying rhythm. There was no indication that the patient experienced any symptoms of light headedness or syncope. Both lead measurements are stable and within normal limits. This pacemaker remains implanted and in service. No adverse patient effects were reported. Additional information received advised the noise on the ra and rv lead is seen when the patient moves the left shoulder and subclavian crush syndrome is suspected. The physician noted they are not able to program around this. The sensing is fixed at 10mv (millivolts). The lead trends look stable over the past year, and the patient is asymptomatic to the brief noise episodes. The battery longevity is less than three months and will discuss if new leads will be implanted when the lead revision is scheduled. At this time, the device and both leads remain in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced. It was noted the ra and rv leads were not replaced, even though the follow-up physician requested a new ventricular lead to be implanted. Additional information received advised there was noise observed on the ra and rv channels on the newly implanted device. The physician advised there are no plans to revise either lead at this time. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.